Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020. Additional suspect medical device components involved in the event: product family: scs-linear leads, model: sc-2218-50, serial: (B)(4), batch: 7070475. Product family: scs-lead fixation, model: sc-4316, serial: n/a, batch: 24214463.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration. The patient underwent a revision procedure wherein both leads and anchors were replaced. The patient was doing well postoperatively. The explanted devices were not returned.